Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented via remote transmission, post sensed t-wave oversensing was observed on stored electrograms. Programming changes were discussed.